Manufacturer narrative:
H6: code-213: a review of the manufacturing records indicated the device met pre-release specifications. The device was returned to gore for investigation. The following observations were made: the entire device was returned with an introducer sheath. The introducer sheath was not evaluated as it is not a gore device. There was approximately 0.4 cm of deployment line between the hub and deployment knob. There was columnar failure approximately 84 cm from the hub end of the delivery catheter. The columnar failure was approximately 3 cm long. The distal shaft, upon which the endoprosthesis is mounted, was exposed approximately 1.3 cm at the tip end of the device. The endoprosthesis was longitudinally compressed towards the transition. There were outwardly flared struts in the first row of struts. The outer braided constraining line was deployed approximately 1.5 cm. The endoprosthesis was still constrained. The remainder of the device was unremarkable. Engineering evaluation conclusion is columnar failure of catheter due to high deployment force and or undersized guide wire. Based on the device examination performed, no manufacturing anomalies were identified which could be definitively attributed to the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) a dissection of the left common femoral artery occurred. In an emergency procedure the dissection was treated using gore® viabahn® endoprostheses with propaten bioactive surface. The first viabahn® endoprosthesis (lot 20376658, item pahr080502e) was implanted in the left common femoral artery through a contralateral approach, with an 8fr introducer sheath (arrow, teleflex, 24 cm) reaching the aortic bifurcation and a 0.035'' guidewire (starter¿, boston scientific, 260 cm) in cross-over position. Reportedly there was a residual dissection requiring an endoprosthesis. The interventional radiologist advanced the second viabahn® endoprosthesis (lot 20304808, item pahr080502e) through the aortic bifurcation to the common iliac artery but when reaching the external iliac artery further advancement to the target site was not possible. The interventional radiologist tried to push it several times, but without success. The interventional radiologist decided to remove the device from the patient. They inspected the removed device and found that the delivery catheter was kinked and the stent-graft was partially deployed at the hub portion. Another viabahn® endoprosthesis was implanted without any issue (lot 18033074, item pah090502e). The previous diameter (8 mm) was no more available in permanent consignment. Regarding the patient outcome it was reported that there were no issues. It took a standard recovery time for the patient to recover.

Manufacturer narrative:
Device evaluation showed that the device did not expand and it was removed with no issues and no impact to patient. No serious injury occurred. No device malfunction occurred. Therefore this report is being retracted.